Event description:
Customer reports lancet protrudes from the cap after firing the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.